Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the blood flowed slow, and the customer noticed leakage at the end on the non-patient needle. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a side pierced sleeve, however, insufficient blood flow cannot be seen in the image. Additionally, ten retained samples were tested using functional tests; all tubes filled correctly, and all sleeves recovered as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery based on customer photo analysis. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the blood flowed slow, and the customer noticed leakage at the end on the non-patient needle. There was no health impact or consequence reported.